Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) found that drawer 4, an enhanced full-height cubie drawer on the main unit, had not been detected on the bus, with no lights on the drawer controller or the pyxis bus module controller (pmc). Additionally, drawers 3-1 and 3-2, enhanced half-height drawers, had also not been detected on the bus, although their controller board lights had appeared to be functioning properly. The fse replaced the worn retractor band, the drawer controller, pmc, and reconfigured the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es main half-height drawer 3.1 and 3.2 devices were not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.